Event description:
Smiths medical hypodermic needle-pro syringe and needle ref 4236 used to removed doses from moderna covid-19 vaccine treatment under emergency use authorization(eua), not able to obtain 10 x 0.5 ml doses. Product used by several pharmacists found only 8, maybe 9 doses can be removed from moderna 10 dose vial. Other manufacturer syringes used reliably obtain 10 full 0.5 ml doses. Ref 4236 (3 ml syringe with 23 g x1 in needle) sequestered and staff not allowed to use ref 4236. FDA safety report ID # (B)(4).